Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042315) on 06-jul-2015. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in a 38-year-old female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, bloating, excess sweating, shortness of breath, joint range of motion decreased, seasonal allergy, lymphadenopathy, shoulder pain, throat pain, arthralgia, uterine bleeding, left lower quadrant pain and back pain. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycle / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and dysgeusia ("other injury or complication describe: metal taste / bitter taste in mouth"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced arthralgia ("extreme joint and hip pain"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2010, the patient experienced alopecia ("hair falling out / hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rash ¿ unknown") and tooth disorder ("dental problems / extreme poor dental issues"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, urinary tract infection, rash, tooth disorder, dyspareunia, vaginal discharge, dysgeusia and vaginal infection outcome was unknown and the menorrhagia, arthralgia, alopecia, vaginal haemorrhage, migraine, headache, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Biopsy endometrium - on an unknown date: proljferative endometrium, negative for hyperplasia. Hysterosalpingogram - on (B)(6) 2010: bilateral tuba occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, pelvic pain, dysmenorrhea, hip pain, menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received : lot no. Was added. New event, "vaginitis" was added. Onset dates of events were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042315) on 06-jul-2015. The most recent information was received on 20-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, bloating, excess sweating, shortness of breath, joint range of motion decreased, seasonal allergy, lymphadenopathy, shoulder pain, throat pain, arthralgia, uterine bleeding, left lower quadrant pain and back pain. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycle / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced arthralgia ("extreme joint and hip pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), alopecia ("hair falling out / hair loss"), urinary tract infection ("uti's"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rash ¿ unknown") and tooth disorder ("dental problems / extreme poor dental issues"). On (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysgeusia ("other injury or complication describe: metal taste / bitter taste in mouth") and abdominal pain lower ("cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, dysmenorrhoea, urinary tract infection, rash, tooth disorder, dyspareunia, vaginal discharge and dysgeusia outcome was unknown and the menorrhagia, arthralgia, alopecia, vaginal haemorrhage, migraine, headache, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, perforation, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Biopsy endometrium - on an unknown date: proljferative endometrium, negative for hyperplasia. Hysterosalpingogram - on (B)(6) 2010: bilateral tuba occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, pelvic pain, dysmenorrhea, hip pain, menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs and mr received: reporters added. Demographic condition added. Insertion and removal date were updated. Events: abnormal bleeding (vaginal), utis, rash, migraines, headaches, dental problems, dysmenorrhea, dyspareunia, pain, vaginal discharge, weight gain, hair loss, metal taste, abdominal pain lower were added. Event onset date and outcome were added. Lab data added. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042315) on 06-jul-2015. The most recent information was received on 27-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in a 38-year-old female patient who had essure (batch no. 20227411) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, bloating, excess sweating, shortness of breath, joint range of motion decreased, seasonal allergy, lymphadenopathy, shoulder pain, throat pain, arthralgia, uterine bleeding, left lower quadrant pain and back pain. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycle / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and dysgeusia ("other injury or complication describe: metal taste / bitter taste in mouth"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced arthralgia ("extreme joint and hip pain"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair falling out / hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rash ¿ unknown") and tooth disorder ("dental problems / extreme poor dental issues"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, urinary tract infection, rash, tooth disorder, dyspareunia, vaginal discharge, dysgeusia and vaginal infection outcome was unknown and the menorrhagia, arthralgia, alopecia, vaginal haemorrhage, migraine, headache, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Biopsy endometrium - on an unknown date: proljferative endometrium, negative for hyperplasia. Hysterosalpingogram - on (B)(6) 2010: bilateral tuba occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain, pelvic pain, dysmenorrhea, hip pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycle"), arthralgia ("extreme joint and hip pain"), dysmenorrhoea ("painful menstrual cycle") and alopecia ("hair falling out"). The patient was treated with surgery (had surgery to remove the essure) and surgery (had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation, menorrhagia, arthralgia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation, dysmenorrhoea, menorrhagia and perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-nov-2017: summons received- case became potentially legal, reporter added, stop date was updated. Events migration, perforation, pain were added. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.